Manufacturer narrative:
The stent remains in the pt. The lot number was not provided; therefore, a device history record review could not be performed.

Event description:
Device malfunction: stent fracture. Time of malfunction: one year post procedure. Symptoms/ae: none. It was reported that more than one year post an uneventful left internal and common carotid artery pta stenting procedure, a stent fracture was noted on ultrasound and confirmed by x-ray. There were no reported pt effects at that time and the treatment plan was listed as observation only. Though requested, there is no additional info available. Study report.